Manufacturer narrative:
One 7f safire catheter was rec'd for eval. Visual inspection revealed several kinks in the grey shaft, which prevented the catheter from producing the correct shape when actuating the steering mechanism. The catheter was able to deflect in both directions; however, the correct shape could not be produced due to the kinked section in the grey shaft. The functionality of the steering mechanism remained normal. Microscopic examination revealed no surface anomalies with regards to the gray shaft. The inner flat wire was bent to the point that it could not recover back to the straight, flat condition. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported during the procedure the safire catheter was removed with great difficulty resulting in a hematoma and a procedure delay of 20-30 mins while manual compression was performed. The safire catheter was introduced via lateral retrograde approach and while passing through the aortic valve, the device could not be straightened. When trying to remove the catheter, it was not possible to straighten it causing a bend in the introducer. Due to the device curvature, the device did not enter inside the introducer's jacket. As a result, the devices were removed together as local compression was performed. A hematoma was noted and compression on the right groin was maintained for 20-30 mins. The procedure was completed by gaining left arterial access and using a 7f ept blazer catheter ii. Monitoring of the pt confirmed the hematoma had resolved with no intervention and there were no consequences to the pt.